Event description:
A report was received that the patient underwent a pocket revision due to an uncomfortable pocket site. During the procedure, the physician sutured the ipg in the pocket. The patient was doing well post-operatively.